Manufacturer narrative:
G4: 31oct2019. B4: 01nov2019. The sales representative confirmed the noise was occurring from the manifold. Information was received that the manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. No noise was found on the ventilator and it was found to be functioning properly. The service technician reported that it was possible that some resonance or vibration was transmitted at the time of use and the noise was generated, but the cause was unable to be identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15oct2019.

Event description:
It was reported that the ventilator had a noise heard when airflow was delivered after fraction of inspired oxygen(fio2) being set. There was no patient involvement.